Manufacturer narrative:
Reported event ¿v-care balloon broke and fragmented¿ was confirmed. Examination of returned used 60-6085-201a device found that the balloon was not able to be inflated when air was applied with a syringe. Note that the cervical cup and uterine cup were disconnected from the device upon return. See attached photos. Root cause cannot be determined, however, based IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the 60-6085-201a medium,uterine manipulator device was being used during a robotic hysterectomy procedure on (B)(6) 2025 when it was reported ¿the vcare ballon broke.¿. Further assessment questioning found that the device fragmented and fell into the surgical site and was retrieved by the surgeon. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the 60-6085-201a medium, uterine manipulator device was being used during a robotic hysterectomy procedure on (B)(6) 2025 when it was reported ¿the vcare ballon broke.¿. Further assessment questioning found that the device fragmented and fell into the surgical site and was retrieved by the surgeon. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.